Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('spontaneous abortion') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 37-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and miscarriage. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abortion spontaneous. On an unknown date, the patient was found to have a pregnancy with contraceptive device. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced previous pregnancies may 2017 (live birth ) captured in case (B)(4), (B)(6) 2016 (miscarriage) captured in case (B)(4), (B)(6) 2020(live birth) captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case category changed to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('spontaneous abortion') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and miscarriage. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced previous pregnancies (B)(6) 2017 (live birth ) captured in case (B)(4), (B)(6) 2016 (miscarriage) captured in case (B)(4), (B)(6) 2020 (live birth) captured in case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.